Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ht50 ventilator had a ¿motor fault¿ and operation stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no patient harm.

Manufacturer narrative:
Additional information received as follows: on (B)(6) 2018 an authorized third party inspected the ventilator and replaced the manifold assembly. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.